Manufacturer narrative:
The suction irrigator instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the instrument broke while inside of the patient. Although, all the broken fragments were retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragments to break off the instrument and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the suction irrigator broke while inside the patient. The intuitive surgical inc. (Isi) clinical territory associate (cta) stated that all the pieces (gray tip and blue internal tube) were successfully retrieved. The cta also stated that the or staff swapped over to back up suction irrigator to complete the procedure. The cta stated that no patient injury had occurred and that the or staff would complete an x-ray following the conclusion of the case. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the customer stated that instrument would remain with their risk management for analysis and until completion of their analysis would they release the instrument to isi.